Event description:
While monitoring a pt with the device, the crt display blanked out. The operator cycled power and the device display returned, but allegedly a service indication was observed, and all user inputs to the device were erased. Pt monitoring with the device was continued without further discrepancy.